Event description:
During a stent assisted procedure to treat basilar artery (ba) stenosis, it was reported the stent was dislodged. There was no clinical consequence to the patient and the procedure was completed with another device.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device found that the inner body was in the outer body; the stent was not in the outer body shaft and was returned in a plastic bag. Because the stent was returned out of the outer body, a full functional evaluation could not be performed, however, resistance was encountered when the inner body was advanced and withdrawn in the outer body. The inner and outer body shafts were noted to be kinked. The damage noted to the device is known affect its functional performance; the stent appeared to have deployed by advancing the inner body. Additional information from the customer confirmed the device was in good condition prior to procedure and prepared per device directions for use (dfu) and it was noted there was a high percentage stenosis (80%) proximal to the lesion. It is likely the inner and outer body were kinked due to procedural factors encountered while being maneuvered through the highly stenosed lesion. Based on the information available, the exact cause for the reported dislodged stent cannot be determined.

Event description:
During a stent assisted procedure to treat basilar artery (ba) stenosis, it was reported the stent was dislodged. There was no clinical consequence to the patient and the procedure was completed with another device.